Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown pin. The investigation determined the likely root cause of the event to be overloading of the pin by the user. Non-axial load, drilling into dense or irregular bone, and use of a dull/worn pin are likely sources of excessive loads on the pin and may have contributed to the event.. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was noted in the early product surveillance survey that the "3.2 guide pin did not work very well broke off into the pin driver. Glenoid baseplate holder was very bulky." It was also mentioned that the "broach tray does not hold the broaches very well they fall out in the bottom of the tray every time." As per sales rep: while doing a reverse shoulder the 3.2mm pin driver snapped the 3.2mm pin tip off.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was noted in the early product surveillance survey that the "3.2 guide pin did not work very well broke off into the pin driver. Glenoid baseplate holder was very bulky." It was also mentioned that the "broach tray does not hold the broaches very well they fall out in the bottom of the tray every time." As per sales rep: while doing a reverse shoulder the 3.2mm pin driver snapped the 3.2mm pin tip off.